Event description:
It was reported the display is erratic. The display hops back and forth as if the screen is being touched. The unit was unable to engage in pt monitoring activities. The unit cannot be interrupted during its state of randomly scrolling. No known impact or consequence to pt.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.